Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a bolus of 10 units instead of the intended bolus of 1 unit. Blood glucose (bg) decreased to 70 mg/dl. The customer consumed multiple bottles of (B)(6) energy drink and suspended insulin delivery. The customer felt nauseated and stopped consumption of the energy drink. Bg continued to fluctuate between 39 to 63 mg/dl. Food was consumed and although the customer continued to feel nauseated, a smoothie was consumed. The customer detached from the pump and bg increased to 61 mg/dl, and rose to a range of 334 to 378 (mg/dl). The customer later observed that the cause of bg rising was due to forgetting to resume insulin deliveries via the pump. A manual injection was delivered to address bg.